Event description:
It was reported that a labelling issue occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 20 x 2.75 promus premier drug-eluting stent (des) was used for treatment. However, the device failed to cross the lesion. It was noticed that the batch number of the inner packaging (29648830) was different from that of the outer packaging (29683228). However, both batch/lot numbers have the same size documented on the packaging. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by MFR: promus premier 20/2.75mm was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No issues were identified during analysis.

Event description:
It was reported that a labelling issue occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 20 x 2.75 promus premier drug-eluting stent (des) was used for treatment. However, the device failed to cross the lesion. It was noticed that the batch number of the inner packaging (29648830) was different from that of the outer packaging (29683228). However, both batch/lot numbers have the same size documented on the packaging. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Initial reporter address 1: (B)(6).